Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of error code e224 was not confirmed. The investigation is ongoing. A request for additional information has been sent to the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the beginning of a diagnostic procedure, the camera control unit displayed an error code e224 message. Corrective measures by the customer were unable to fix the issue. There were no reports of patient harm associated with this event.

Event description:
Additional information was supplied by the customer. The customer reported to olympus that during the middle of a therapeutic laparoscopic cholecystectomy procedure while using the otv-s400/camera control unit with the ch-s400/camera head, an error code e224 message was displayed. Corrective measures were unable to fix the issue. The devices were inspected prior to use, with no issues found. The intended procedure was completed successfully with another camera head. A five- to ten-procedure delay was reported while the patient was still under general anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 (incorrect device return date was entered). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.